Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and high capture. The lead was explanted and replaced. The patient was asymptomatic and was stable post procedure.